Event description:
It was reported by service report that the siderail would not lock in the upright position, and the scale display was fading. It is unknown if there was patient involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: faulty scale. Damaged siderail timing link.